Event description:
Two of the six weck derma hooks broke/snapped while being used to retract the patient's dura during a craniotomy surgery. These hooks were on traction so when they broke they startled the surgeon who was under the microscope during that time.